Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin was noted to be squirting out. Customer stated that they were unable to exit the preparing to prime loop. No further information reported.